Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-04471 indicting the manufacturer as popular plastics. The actual manufacturer is unknown. There are 2 possible suppliers for this model medical device.

Event description:
Provider states seat is cracking from hand grip to hand grip right through the middle.